Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "hematocrit saturation module color chip failure" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as result of this event.